Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on the pump screen. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.